Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that alarm number 02 occurred on her pump. The patient received an occlusion during a bolus delivery, and as a result, her blood sugar rose to 417 mg/dl. The patient required a separate insulin injection. No injury occurred.